Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2024 and suture was used. The suture became unassembled during the procedure. The surgery was delayed by 5 minutes due to the event. A new suture was requested to continue with tissue coping, and the procedure was completed successfully. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? When was the suture unassembled (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H3 analysis summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an aluminum package with product code vcp346h open, part of the needle is visible but not all of it. Due to the position of the device within the photo, a clear analysis of the device could not be performed. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: were there any adverse consequences associated with the patient? None known. When was the suture disassembled (in the package, during removal from the package, during handling before use on the patient, or during use on the patient)? Please specify during suture use (use on tissue). Were there any unexpected results or complications as a result of the prolonged surgery time? None reported. What tissue was being sutured when the event occurred? The tissue was not reported. Was additional dissection required in other organs/tissues other than the target tissue? Na. Was there any change in the patient's postoperative care due to the prolonged procedure? All patients have begun to receive a post-discharge call. It was reported that this would be the 3rd report made from this institution, have any of these events been previously reported to ethicon? If yes, please provide the respective reference number(s).-that's right: (B)(4). If this event occurred in multiple procedures, create a product claim for each event and provide the respective reference numbers; related in previous item provide the source or name of the person providing answers to the follow-up questions. Position: surgery coordinator; (B)(6). Name: (B)(6). Email: (B)(6).